Event description:
It was reported that the patient presented in clinic for generator change procedure. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead exhibited increased capture threshold. The rv lead was capped and replaced on (B)(6) oct 2021. Patient was discharged.